Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was inadequate washing due to the hm wash pump cassette. A siemens healthcare diagnostics field service representative was dispatched to the account and performed preventive maintenance. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.